Manufacturer narrative:
(B)(4). On (B)(6) 2016 customer advocacy sent the customer an email acknowledging receipt of the complaint, providing the complaint number, and inquiring if additional information may be available. Confirmation was also requested from the customer that there was no patient impact associated with reported issue. On 23may2016 the complaint was closed, and on (B)(6) 2016 the customer sent additional information. Device was evaluated by the manufacturer and it could not confirm the reported issue. Based upon the testing performed, all products performed as expected and there were no defects noted. No root cause could be established.

Event description:
Sales rep reported via email the product is stretching like rubber bands. On 31may2016 additional information: was the product received in this condition? Yes. If not, what was the product being used for when it was observed that product is stretching like rubber bands? These are used on carotids and endovascular stent cases please confirm whether or not there was any patient impact. Yes, numerous doctors had trouble controlling the bleeding and had to use clamps instead. Do you have the lot#? Were sent in but all product on our shelves are not safe for use. The new liga-loops appear to be made from (B)(4) material with minimal elasticity. The (B)(4) just stretches and does not constrict to control the bleeding. Both cases the surgeons had blood baths during the procedures which ultimately affect the patients.